Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a comm fault alarm after performing an inappropriate system controller exchange without reaching out to the ventricular assist device (vad) team. The log files were submitted for review. The log files indicated a driveline comm fault associated with a (f20) com_b_fault controller fault flag occurred sometime before (B)(6) 2026 13:16:07. The event log file continued to record the driveline comm fault as active, however the motor function was not affected. It was recommended that the modular cable and system controller be replaced and monitored for unusual events. The modular cable was exchanged and all issues have resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication fault alarm and the patient performing controller exchanges was confirmed via log file analysis. Review of the periodic log file, extracted from (B)(6), revealed on 25jan2026, left ventricular assist device (lvad) off, low flow, and driveline disconnect alarms were active. The driveline was reconnected on 25jan2026, and the pump was operating at the set speed as intended. On 25jan2026 and 26jan2026, a driveline communication fault alarm was active due to communication b faults. The alarm did not resolve within the log file. The driveline fault alarm did not affect the controller¿s ability to operate the pump at the set speed. The onset of the alarms observed within the log file was not captured due to the data being captured at designated intervals. Review of the event log file, extracted from (B)(6), revealed the driveline was connected on 26jan2026 and the system controller operated the pump at the set speed without issue. No notable alarms were observed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use section 2-¿system operations¿ explains how to replace the system controller. The IFU cautions the need for having a caregiver present during a system controller exchange. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.